Manufacturer narrative:
Information updated/added to sections b4, g3, g6, h2 and h6 (component code, impact code, device code, type of investigation, investigation findings and investigations conclusions) additional h6 type of investigation codes: analysis of images and labelling review. H11: additional manufacturer narrative: the complaint for difficult to floss suture was confirmed with objective evidence of the picture provided. As per event description, a knot was found on the end of the clasp suture. The decision was made to cut the remaining suture including the knot and to continue with the procedure with that device. No further issues were reported, and the procedure was completed without complications. The imaging provided confirmed the manufacturing non-conformance, as it showed the cut piece of the suture with a single overhand knot. Interim corrective measures were taken to address the issue. As no trends have increased, no additional action is required at this time.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from united kingdom, edwards received notification of pascal ace procedure in mitral position. During the examination of the device, a knot was seen on the suture line. The line was cut during preparation of the device and the device was implanted without any complications. Two pascal devices were implanted and the mitral regurgitation was decreased form severe to mild. There were no patient complications or device issues once the knot had been removed.